Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient attorney that on (B)(6) 2011 the patient underwent surgery for repair of an umbilical hernia. As reported, a ventralex hernia patch mesh, reference number 0010301 and lot number huvd0025 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014 the patient underwent an additional surgery "to excise the infected ventralex hernia patch and also underwent another umbilical hernia repair and suffered chronic infection due to the ventralex mesh" as reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 3 months post implant of ventralex mesh, patient was diagnosed with neuralgia, bacterial infection, material deformation, pain and scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists pain as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient attorney that on (B)(6) 2011 the patient underwent surgery for repair of an umbilical hernia. As reported, a ventralex hernia patch mesh, reference number (B)(4) and lot number huvd0025 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014 the patient underwent an additional surgery "to excise the infected ventralex hernia patch and also underwent another umbilical hernia repair and suffered chronic infection due to the ventralex mesh" as reported by the attorney, the ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch. Addendum per additional information provided: (B)(6) 2011- patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia sac was noted and debrided away. The umbilical defect was measured and a piece of ventralex mesh was placed intraperitoneally and sutured.¿ (B)(6) 2011 - patient visited hospital for follow-up of wound. (B)(6) 2013 - patient visited hospital for post-op neuralgia and pain in the umbilical hernia and there may be mesh contraction. (B)(6) 2014 - patient visited hospital for pain at incision site. (B)(6) 2014 to (B)(6) 2014 - patient visited hospital for pain, inflammation, little redness and mesh infection. (B)(6) 2014 - patient was diagnosed with infected umbilical mesh thereby underwent repair with mesh removal. Per operative notes, ¿chronic inflammatory changes consistent with chronic infection was seen. The mesh was then circumferentially dissected out. There appeared to have been enough of a scar reaction around the mesh which was removed and palpated.¿ attorney alleges that the patient had infection, pain, hernia recurrence, mesh explant, chronic inflammation and scarring.